Event description:
Felt something strange in mouth, it turned out to be the broken brush - oral-b device breakage. Case narrative: consumer via e-mail stated that while brushing their teeth, they felt something strange in their mouth, which turned out to be the broken oral-b toothbrush head. No injury was reported. 24-nov-2022 follow up via images: the suspect product was oral-b power oral care refills precision clean eb20. The suspect product lot was 1134786000. The concomitant product was oral-b rechargeable toothbrush, pro 2 2500. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
23-dec-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Felt something strange in mouth, it turned out to be the broken brush - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that while brushing their teeth, they felt something strange in their mouth, which turned out to be the broken oral-b toothbrush head. No injury was reported. 24-nov-2022 follow up via images: the suspect product was oral-b power power oral care refills precision clean eb20. The suspect product lot was 1134786000. The concomitant product was oral-b. Rechargeable toothbrush, pro 2 2500. No injury was reported. 23-dec-2022 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.